Event description:
Therakos received medwatch report stating that a "centrifuge" alarm occurred during treatment, the bowl was adjusted, procedure resumed, and a blood leak alarm occurred. Report states that the treatment was aborted and resulted in approximately 100ml blood loss. Report stated they would notify therakos. Therakos was not notified of this incident from the customer. Therakos' clinical services specialist (css) called the customer on may 26, 2015 and left a message to obtain details about the procedure, and css sent an email to the reporter on may 27, 2015 requesting additional information. Updated may 29, 2015: css spoke briefly with the operator who stated she did not report this issue to therakos because she was unsure if it was kit related. Operator stated the leak occurred later in the treatment, and she noted some clotting in the bowl. Operator was unable to provide further details on the incident as this time.

Manufacturer narrative:
Device was used for treatment. A batch record review was performed for lot c759. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break, leak centrifuge alarm nor for clot observed. No corrective and preventive was initiated to investigate either of these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation, therefore it could not be determined if the specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.